Manufacturer narrative:
The product was not returned for evaluation. According to the DHR review, no anomaly was reported during its manufacturing process that could be related to the reported conditions. In addition, no quality events were issued for the lot; therefore, the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The failure analysis was not possible because the unit involved in the reported incident will not be returned for evaluation. The reported condition is unconfirmed. The reported conditions are related to a user error due to improper use of biopatch product. UDI #: (B)(4). Linked to mfg report number: 2648988-2019-00010.

Event description:
This is 2 of 2 reports. It was reported that in (B)(6) 2018, two patients in the intensive care unit had gotten catheter-related bloodstream infection, even after applying biopatch. For one patient, the reason was candid and for the second, treatment failure of biopatch. Additional information received on january 29, 2019 states that the patient was prepped for the procedure, which was a normal hand hygiene and skin preparation by cleaning with ethanol, followed by biopatch application as taught. No revisions were done. Patient one (1) is male and patient two (2) is female; ages between 40-45. It is unknown the patients¿ current condition. Additional information has been requested.